Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2014. On an unknown date, it was noted there was perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2014. On an unknown date, it was noted there was perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that on (B)(6) 2018 a CT of the abdomen without contrast was performed and revealed the filter was tilted to the left side with the apex touching the wall of the ivc. The filter was caudally migrated. The right, anterior strut protruded approximately 0.2 cm on the contour of the ivc. It did not contact any adjacent structures.